Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the ilet bionic pancreas after previously being connected to a dexcom receiver, and the user was advised that the cgm can connect to only one device at a time and to disconnect the receiver before attempting ilet pairing. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or activities. Investigation included user support with troubleshooting and education regarding device pairing and sensor code entry. Investigation of this case revealed that the cgm connection issue was attributable to the transmitter being paired to the dexcom receiver rather than the ilet. It was concluded that the device functioned as designed and that user setup contributed to the reported issue.